Event description:
On march 22nd, the user contacted dario to report inaccurate blood glucose (bg) readings. The user reported that she received readings with a difference of up to 50 mg/dl when comparing her two dario meters. On march 19th the user received a high bg reading. Due to this elevated reading, she overmedicated with insulin and started to feel shaky. The user then measured her bg levels and received a reading of 58 mg/dl. The user reported that she did not go to the hospital or talk to her doctor. The user reported that she ate and then her bg levels stabilized. While on the phone with dario's representatives, the user tested and reported receiving a bg reading of 151 mg/dl from her first dario meter compared to 180 mg/dl from her other dario meter. A replacement of dario's meter, cartridge of strips, and control solution were sent to the user to further investigate this issue. While following up with the user, the user reported that she had thrown away the two meters that she believed to be giving her inaccurate readings, and therefore could not return them for further investigation. She reported that she had a total of four dario meters; two that she threw away, and two that are reading accurately. The user reported that she tested the two meters that she kept with new strips and control solution that she received, and her readings were in range. There is not enough information available regarding her two other meters and strips to further investigate this case, as the user threw them away. Therefore, no resolution is available.